Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. The pt's mother uses refrigerated insulin to fill the cartridge. She discovered air bubbles in the cartridge but was unaware that the air bubbles would affect insulin delivery amounts.

Event description:
The pt's mother said the pt's blood glucose rose to 472 mg/dl and that she was positive for ketones. The mother denied that the pt had symptoms of nausea, vomiting, or abdominal pain. The pt's mother manually injected the pt with insulin from a syringe. She alleges that the pump emitted replace battery alarms shortly after the pt went to sleep but did not hear it until 3-4 am. She believes that the pump was not delivering the pt's basal insulin doses at that time. She said the pump emitted low battery alarms as well the night before and she replaced the battery when the pt awoke. The battery cap was secured to the pump. The battery cap was two months old. The pt's mother uses refrigerated insulin to fill the cartridge. She discovered air bubbles in the cartridge but was unaware that the air bubbles would affect insulin delivery amounts. The pump's total daily dose added up to the programmed basal and bolus amounts on (B)(6). She denied any infusion set or site issues.